Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank during infusion set change. Customer reported to cleaning battery cap contact with alcohol prior to call. After replacing battery with new battery, display screen returned. Customer stated that part of display screen was blurry and then display screen went blank again and self-test could not be performed. Customer was advised that insulin pump would be replaced. Customer's blood glucose was unknown.